Manufacturer narrative:
(B)(4).the sample received, failed functional testing and visual inspection. The complaint was confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This is a product not distributed in the us and does not have a 510 number.

Event description:
The customer reported, that when using the mini-cap on the transfer set, they noticed that the mini-cap was cracked. The process step was during use and there was no patient injury. When they have noticed the cracked on the mini-cap they have to change the entire transfert set on this patient.